Event description:
They did a half syringe of juvederm volbella on lips on (B)(6) 2024. Also had done a half syringe of volbella prior to that in (B)(6) 2023. No concerns or migration with either of those syringes. Then on (B)(6) they did 1 ml of lips. On the way home the patient texted about "swelling" above the lip. She came back 2 weeks later and the migration was still present. 1 cc of hylenex was dissolved and it instantly started changing.3 days later she came back and they did another 1 cc of hylenex along the border."